Event description:
The patient reportedly underwent a full replacement due to the high impedance. The post-op impedance values were within normal limits and the explanted products were discarded after surgery.

Event description:
It was reported that a patient had high impedance and was being referred for a possible revision surgery as a result. The patient underwent surgery to resolve the high impedance where the lead was removed from the generator and reinserted, leading to impedance values within normal limits. The next day, the high impedance returned. No further relevant information has been received to date.